Event description:
The customer reportedly obtained a 388 mg/dl and 69 mg/dl on the accu-chek compact plus system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer does not have the strip container. The suspected product is unavailable for return; replacement was sent.